Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. The guide provides step-by-step instructions for connecting the solution bags. The guide also warns the user that if a bag becomes disconnected during your therapy, follow the end therapy early procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a supply bag disconnected during fill three on a homechoice (hc) machine. The home patient (hp) stated that the supply bag must not have been properly connected. The technical service representative (tsr) assisted the hp in ending therapy. The hp was to start over using new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available. This is report 1 of 2.